Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2; reference MFR. Report#1627487-2018-04854. It was reported that the patient was unable to experience effective therapy to cover pain areas in the back. Patient reportedly experienced fall a few times past year. Programming revealed high impedances on1-3 lead contacts. Additionally, x rays showed leads migrated significantly. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates the patient had their leads explanted and replaced which resolved the issue. Therapy was restored.